Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, due to wear of angle wire, bending angle in up direction and the play of thee up/down knob does not meet specifications, adhesive on bending section cover has a chip and scratch, plastic distal end cover has a scratch, connecting tube has a scratch, objective lens has a scratch, indication on scope connector is peeled, scope connector cover has a scratch, scope connector has a scratch, protector of universal cord on control section side has a scratch, universal cord has a wrinkle and scratch, zoom lever has a scratch, forceps channel port is shaved, grip has a scratch, lock engagement lever and knob have a scratch, up/down, right/left knobs have a scratch, control unit has discoloration, and switch box has a scratch. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an abnormality inside the channel (the tip of the cleaning brush may be clogged in the pipe/channel) during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer found the foreign material adhered to the endoscope after inspection. The customer says that the foreign material is part of the cleaning brush tip. There was no delay in the start of precleaning. The customer wiped the insertion section. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. The customer flushed the instrument/suction channel with water. The customer flushed the air/water channel with water and air. It¿s unknown if the endoscope was presoaked in the detergent solution. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The channels were brushed. It¿s unknown if the channels were flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspection of the instrument channel . 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.